Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Unable to test the operating currents and battery out limit alarm due to the unresponsive buttons. No moisture damage was noted. However, the pump had minor scratches on the lcd window, and a cracked case at the display window corners.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 414 mg/dl. The insulin pump will be replaced.